Event description:
The manufacturer received information alleging the screen turned blank. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not confirmed but a "service required" code was found in the ventilator's downloaded error log stating program execution error. The device's main board was replaced to resolve the issue. Life related smell was also confirmed and the keypad was replaced.